Event description:
Discordant high sodium results were obtained on an advia 1650 on 3 patient samples. The results were not reported to physicians. The laboratory repeated the samples on an alternate advia 1650 and reported those results. There are no known reports of adverse health consequences or patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the site. After evaluating the data and instrument, the fse found buffer salt build-up around the bottom of the reference electrode holder, indicating either a partial obstruction or a misaligned seal in the electrode stack. The fse cleaned the ise electrode area and tested the system. The system is performing within specifications. No further evaluation of the device is required.